Event description:
It was reported that t1 and t2 deployed simultaneously. There was no significant delay or patient injury reported. Procedure was completed with a back up device.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint stated: "it was reported that t1 and t2 deployed simultaneously." The device is in good condition although t2 and partial suture were not returned. T1 was returned on a segment of suture re-knotted and there is also an extra knot in the suture as well. The device shows no damage. Typically simultaneous deployment presents a bent or twisted device. There is no apparent twisting or bending of the delivery needle that would hinder deployment or successful anchoring. This device does not show any cause for malfunction. It cycles and actuates as intended. No mechanical problem was noted. No root cause related to the manufacturing process was confirmed.